Manufacturer narrative:
The device is expected to be returned. It has not been received.

Event description:
The event occurred on an unspecified date in september and involved a chemolock that was connected to an unspecified syringe until click and well locked. After using 3 times: 3x pull out solution, out of flacon and into a bag, there was a disconnection with the syringe and the chemolock resulting in a leak of cytotoxic product. The event occurred from out of package. There was no patient involvement and no delay in critical therapy however there a report of unprotected chemo exposure.

Manufacturer narrative:
H10 - samples were received for evaluation on 10/25/2019. As received, five used 011-cl2000s chemolocks were visually inspected. Four bd syringes of varying sizes were also returned. The report of disconnection was confirmed in four of the five chemolock samples returned. Three of the bd syringes returned with three of the 011-cl2000s chemolocks showed evidence of slight thread damage. The spin feature on these three chemolock devices was spinning freely. The tabs were sheared properly as returned. The probable cause of the thread damage observed is an unintentional bending force during use that can lead to a disconnect if the threads are not fully engaged. Shear tab fold over was identified in one of the five chemolock samples returned. The probable cause of this type of disconnect is due to an incomplete shear tab separation that can result in binding the spin feature. A device history review (DHR) for lot# 4007547 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.